Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, stress cracks on battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump has an unremovable battery cap. The blood glucose reading was 89 mg/dl. The customer's mother stated that the customer was unable to remove the battery cap on his device with a quarter and did not have access to a screwdriver to attempt troubleshooting procedure. One battery line was left and the customer indicated that the battery cap seemed to be sucked in. Advised discontinuation of the device if the battery was low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.